Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Felt there was a foreign object - tampon [foreign body in reproductive tract]. Couldn't take tampon out [complication of device removal]. Case narrative: consumer reported via phone that she couldn't take out the tampon. No serious injury reported.